Event description:
It was noted that the patient was reported to have experienced frequent status epilepticus. It was noted that the impedance had increased from 1300 ohms in october 2025, to ~5000 ohms at the time of the report. A referral for surgery was placed. Later information was received indicating that the patient underwent a full revision. Of note, a low output warning is being received on the device, however due to the constraints of ohm's law this is an expected event and is not considered abnormal behavior from the generator. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.